Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level at the time of the incident and the current blood glucose level was 21.1 mmol/l. The customer's blood glucose levels were 22.9 mmol/l, 17 mmol/l, and 9 mmol/l. The customer was assisted with troubleshooting. It was reported that the customer had a headache. The auto mode features active and automatically adjusting insulin at time of high blood glucose event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.